Event description:
I have been feeling breast tenderness, rippling and bubbles inside my left implant since last year. I noticed symptoms progressing over the last year, breast has become harder, lumpy, sits higher than the right and tender when touching or making a muscle. I started to feel pain in my left shoulder during this time that radiates underneath my armpit into my collar bone and into my left ear and down into my ribs. Joint pain, brain fog, increased anxiety, hives, rashes, auto immune type symptoms, night sweats just to name a few until (B)(6) 2022 I broke out in the hives all over my back, rashes across my chest multiple times and no one can explain why this is happening. I have confirmed from the plastic surgeon and my pcp capsular contracture in my left breast that is a level 3 that my primary care dr feels is causing all of these issues so I am heading into surgery on (B)(6) 2022 to have my implants removed. They were placed on (B)(6) 2018.